Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height drawer broken and failed to stay closed. As per part investigation, it was determined that there was faulty solenoid 12vdc latch which exhibited thermal damage in the coil. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 02-nov-2009, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The report condition of drawer broken was confirmed during fse testing and subsequently confirmed during the dchu testing and inspection process. According to work order # (B)(4), the fse opened the rear panel to inspect and found the hasp stuck in the open position the plunger is not moving inside the solenoid. The fse replaced the solenoid successfully and tested it in hardware test application. The customer successfully recovered. The report was closed. During dchu visual inspection: pn 353578-01: the solenoid 12vdc latch was received with signs of discoloration caused by excessive heat to the coil cover caused by a thermal event. During dchu testing: pn 353578-01: the testing from dchu was not required due to the signs of thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of the reported condition of drawer broken was determined to be a faulty solenoid 12vdc latch which exhibited thermal damage in the coil and consequently compromised the proper open/close operation of the drawer.